Manufacturer narrative:
Investigation conclusion: an investigation was performed on retention devices from the reported lot number. Retention devices were tested with qc cutoff standard (25 miu/ml hcg urine) and results were read at 3 minutes. All devices produced expected positive results. No false negative results were observed. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Batch record review found no relevant non-conformances; the lot met all final release specifications. The reported complaint was not replicated with retention products. A probable cause could not be determined based on the information available. Per the package insert: the hcg one step pregnancy test device (urine) is a preliminary qualitative test, therefore, neither the quantitative value nor the rate of increase in hcg can be determined by this test. Very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. This test may produce false negative results. False negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. In case pregnancy is suspected and the test continues to produce negative results, see a physician for further diagnosis. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
(B)(6) 2020: patient presented to facility for confirmation of pregnancy. Urine specimen was tested on the hcg one step pregnancy test device kit and a negative result was obtained. Confirmatory beta hcg provided a positive result of 48 miu/ml. Antenatal care was provided after pregnancy was confirmed with beta hcg. No adverse patient outcomes were reported. Troubleshooting was performed with the customer with an emphasis on storage, handling and technique per the corresponding package insert-no deviations noted.